Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00518.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal (gi) region using ruby coils, packing coil lps, a lantern delivery microcatheter (lantern), and non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil to the target vessel using the lantern and attempted to place it, but the ruby coil was not taking its intended shape. The physician then decided to re-sheath the ruby coil, but it had formed a knot; therefore, the ruby coil was removed and not used for the remainder of the procedure. The physician then advanced a packing coil lp to the vessel using another microcatheter and attempted to place it, but the same issue occurred; therefore, the packing coil lp was also removed. The procedure was completed using another packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was knotted at the distal tip of the introducer sheath and had offset coil winds. Conclusions: evaluation of the returned ruby lp revealed that the pusher assembly was kinked in multiple locations, and the embolization coil was knotted at the distal end of the introducer sheath and had offset coil winds. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2020-00518.